Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were hoping to schedule an appointment to have someone come to their home to make some adjustments on their stimulator. Patient said they were not getting enough adequate pain relief and wanted to be reprogrammed. The issue had been going on since around christmas and patient had just kept increasing the zapping sensation. When patient was at the pain clinic about a week or two ago, they told their doctor that they had increased it and the doctor suggested that instead of having it increased up to 7, they should contact medtronic to see about maybe having it reprogramed. Patient also said it didn't seem to be getting enough down into their leg but everywhere else was fine and they had it around a 3 or 4. The patient was redirected to their healthcare provider to further address the issue.